Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that there was a lack of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure inside the patient, it was noted that the device was not aspirating as no fluid was returning back to the bag or through the pump. The device was removed from the patient, re-primed and the same result occurred of no fluids running back through the catheter. The procedure was successfully completed with a 2.4mm jetstream device. No patient complications were reported and the patient's status was fine.